Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened foil, a labeled winding former with needle-suture piece in two section of product code sxpp1a405 were returned for analysis. During the visual inspection of needle/suture piece, marks on the body needle that appears to be by use of surgical instruments was noted and the end suture was cut. The other section of the suture was examined and an extreme present damage and the other was cut and were matched with the extreme of the needle/suture piece. In addition, a functional test was performed on the suture piece and the tensile strength force was above the minimum requirement. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample. A manufacturing record evaluation was performed for the finished device mjz222 batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a colorectal surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.